Event description:
The healthcare provider (hcp) reported that when the lead was opened to the sterile field, the hcp noticed that one of the electrodes was not adhered correctly; it was loose. This stage 1 procedure was on (B)(6) 2016. The patient's indication(s) for use were unknown.

Event description:
It was reported that the lead was taken off of the sterile field and a new one was opened as an action taken to resolve the issue.

Manufacturer narrative:
Analysis of the lead 3389s-40 stimloc dbs lot # va15xnn found that electrode #0 was slightly crushed new out of the box.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Voicemail was received from the healthcare provider who reported that they do have the device available to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.